Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017, the patient received unspecified treatment in the emergency room for experiencing a blood glucose(bg) of 32mg/dl, associated with a loss of prime. Reportedly, the patient resumed insulin therapy with the same pump and received unspecified treatment by a healthcare provider. During troubleshooting with customer technical support (cts), it was determined that the patient primed while attached after the loss of prime warning, and 5.5 units of insulin were infused into the patient within ten minutes. It was also found that the patient was over/under cycling the cartridge, and loss of prime alarms occurred two or more times with more than one cartridge. The cartridges were being inserted with cold insulin. The patient was educated on the loss of prime warning, and cartridge use. This complaint is being reported based on the allegation that the patient experienced hypoglycemia as a result of use error.